Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power supply assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on with dc power; however ac power worked. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when attempting to power on the device, the device would not complete the boot-up process and was rebooting itself.